Event description:
The following event was reported: a pt was in the heart room getting ready to transfer to the ICU. The alaris system was infusing with two pump modules. A communications disconnect message appeared and when the user hit the confirm key, the unit shut off. The entire system was changed out. There was no pt harm or medical intervention. The biomed checked the pumps and found no issues. He detached the modules to check the iui connectors and didn't see any issues.

Manufacturer narrative:
(B)(4). The reported channel disconnect event was confirmed via log analysis and is identified to have been a power interruption to the pump modules channels a and b attached to the left side of the pc unit. The channel disconnect event was not duplicated on the returned devices. Inspection of the devices identified the presence of contamination and corrosion on the interfacing iui connector pins between the pump module and pc unit. The inherent wiping action by the iui pins that occurs during attaching and removal of modules is believed to have displaced the interfering contaminate that was causing a continuity issue; most likely occurring at pin 3, module detect left during the customer's event. The proximate cause for the customer's reported experience is being attributed to contaminated and corroded pins on the iui connectors. The root cause for the presence of contamination and corrosion on the iui connectors noted to be approximately 4 years old is not known but may be an indication of needed improvement in pm activities performed by the customer.